Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed and autopulse platform s/n (B)(4) was received by zoll for preventative maintenance on (B)(4) 2012. A visual inspection of the returned autopulse platform was performed and no physical damage was observed. The platform archive log was reviewed and the customer complains of ua 45 (shaft not at "home" position occurred) error message was confirmed. Based on the archive downloaded, the platform was powered up on (B)(4) 2016. Upon power-up of the platform, the encoder shaft was observed to be two revolutions off the home position target. After rotating the shaft back to the home position, the device passed the final test. In summary, the reported complaint was confirmed and root cause was due to the drive shaft not at "home" position when the autopulse was powered on. The platform passed all final testing criteria. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) displayed a user advisory 45 (not at "home" position after power-on/restart. The ua 45 was seen during a shift check. The previous team did not clear the ua 45. They did not pull up on the lifeband before powering down the device. No patient involvement was reported. No additional information was provided.